Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer unlocked their pump screen twice and administered two additional pump boluses on top of the pump¿s auto bolus. The customer's blood glucose (bg) level subsequently decreased to 26 mg/dl. The customer lost consciousness because of the low bg level and received third party assistance from emergency medical technicians (emts), who provided glucagon to address bg. No additional patient or event information was available.